Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a centrimag system stopping intermittently could not be confirmed during the investigation. The centrimag 2nd gen primary console and motor used during the reported event were not returned for analysis. Multiple attempts to obtain the product along with additional information were unsuccessful. Additionally, no log files were submitted for this event. As a result, the reported event could not be confirmed and its root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age and sex: multiple attempts for this information were made however no response was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a centrimag unit being used for vv ECMO was stopping intermittently and had to switch to the backup unit. Revolutions per minute(rpms) went to 0 with 0 flows and immediately increased back to the set value of 5500. This happened again within a few minutes. The motor was not spinning during both incidents. Patient's spo2(oxygen saturation) decreased to the 80's briefly. The doctor switched to the backup system. Patient's heart rate briefly decreased to the 40's. No further information provided.